Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eleven remaining clips. Visual inspection of the instrument noted the jaws were visibly out of alignment. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips formed with crossed legs when applied to test media. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument jaw has been positioned at an acute angle to the vessel, and if applied on excessively thick or rigid tissue, the tips of the clip could be prevented from contacting each other. Additionally, once the clip has been loaded into the jaw, the clip must be formed with one continuous handle compression. If an attempt is made to form the clip with multiple partial compressions, the clip will partially form and may disengage from the clip track. Either situation may cause the clip to malform or scissor and may ultimately break. Additionally, during assembly, manufacturing fires one clip from each instrument on test media to ensure the media is not cut. A second clip is fired under a vision system to ensure proper clip formation and to check for binding handles. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vein ligation procedure, the clips were tight but not stable on the tissue. There was a risk of bleeding due to bad ligations. The event occurred three times during the same procedure. There was no patient injury